Event description:
The user facility reported that the gas transfer performance decreased during circulation of the capiox fx15 device. The same problem occurred in mera ECMO that was used at the same time. Each time they discussed to change the oxygenator, the performance slightly recovered, so the procedure finished without exchanging the oxygenator. (Mera ECMO was not exchanged as well.) Leak-like phenomenon in red color was observed in the housing of gas-out port side during circulation. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
UDI: n/a as this product code is not exported to the us market. Implanted date: requested, not provided. Explanted date: requested, not provided. Initial reporter occupation: clinical engineer. PMA/510(k) - k130520. The actual sample was returned to the ashitala factory. Review of the manufacturing record and shipping inspection record of the actual sample found no anomaly in them. A search of the past complaint file found no other similar indications regarding the involved product code/lot. Inspection of the actual sample. Visual inspection of the actual sample upon receipt found no anomalies in the appearance condition such as a breakage. Air was blown into the gas channel of the actual sample. An effluent of foam was observed from gas-out side. The effluent foam was subjected to our protein test paper ("uriace"). As a result, it was confirmed that the foam contained protein. The actual sample was filled with physiological saline-containing glutaraldehyde solution and fixed, then the housing and filter were removed. Visual and magnifying inspection of the oxygenation module found that the fiber had been discolored in spots. The discolored spots were considered to be hydrophilized parts of the fiber. There was no abnormality in fiber winding condition. The heat exchanger was separated from the outer cylinder and inspected with unaided eye and magnifier. No formation of blood clots was observed. The results of the investigation showed partial hydrophilization of fibers leading to plasma leakage. From this, as a cause of occurrence in this case, it was inferred that the contact between blood and gas was hindered. As a cause of the plasma leakage, from our past experience, the following factor was inferred. However, it was not possible to clarify the cause of plasma leakage. It was considered probable that some changes in blood properties caused the production of surfactant substances leading to a breakdown of the relationship between the surface tension of blood and gas retained in the micropores on the surface of the fiber, which resulted in a susceptibility to plasma leak. IFU states: "a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 15l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved.". Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d3.